Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device ran for a few minutes during temperature checking before an "overtemperature alarm" turned on. The cause of the customer reported problem was the main board did not operate as intended due to contamination. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the device passed all functional after repair.

Event description:
It was reported that the device ran for a few minutes before an overtemperature alarm turned on. After, overtemperature alarm would not turn off. There was no patient involvement.

Manufacturer narrative:
D4: UDI and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.